Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to treat the patient. The patient's attorney alleged medical consultations and injuries, however; no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #1). An additional emdr was submitted to represent the bard/davol collamend (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol collamend (device #2). (B)(6): the patient ad unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the composix mesh (device #1) and collamend (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."